Manufacturer narrative:
Complete information from patient identifier: multiple = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I tsh results generated on the alinity I processing module for 3 patients. The following data was provided (normal reference range 0.60 to 5.60 uiu/ml): sid (B)(6) initial result 0.44 uiu/ml, repeated 2.97 uiu/ml, sid (B)(6) initial result 0.28 uiu/ml, repeated 1.61 uiu/ml, sid (B)(6) initial result 0.26 uiu/ml, repeated 0.69 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
Service reviewed specimen handling with the customer and determined sample centrifugation recommendations may not have been met. Service could not determine a single part or parts as the likely cause of the depressed results however sample integrity could not be ruled out as a possible cause. The alnty I serial number (B)(6) was considered to be the cause of the depressed results. An instrument service history review revealed no additional erratic or discrepant patient results and one additional service ticket reported for (B)(6). No additional discrepant results were documented after service consultation. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was reviewed and found to be adequate. The alinity ci-series operations manual addresses operational precautions and limitations, provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results. The alinity ci-series operations manual addresses operational precautions and limitations; specimen handling recommendations, troubleshooting, and system technology limitations. The alinity I tsh reagent kit package insert adequately addresses sample preparation and handling and provides conditions which may cause erroneous results. Based on the information within the complaint record, no systemic issue or deficiency was identified.